Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf, pfs and medical records received. Pfs and ppf have no allegation for the right hip. After review of medical records for MDR reportability, it was stated that the patient was revised to address instability and multiple dislocations in its lateral and superior direction. Revision notes reported a defect at the acetabular component posteriorly, and the iliopsoas tendon and surrounding periosteum were sleeved off during the surgery and was repaired. It was also indicated that the cup was 70 degrees vertical. There was a 10 degree face-changing liner with augmented high wall portion of the liner placed directly inferiorly or a resulting angle function of 80 degrees with some superior wear present. Doi: (B)(6) 2000; dor: (B)(6) 2010; right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.